Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that her first implantable neurostimulator (ins) worked wonderfully and she had no problems with it, but following ins replacement it was horrible from the start. The ins wasn't working for the patient and was causing her severe pain. She suffered for a year and then spoke to her healthcare provider and had the implant removed on (B)(6) 2015. No potential event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.